Event description:
Due to a staged intervention, the pt underwent index procedure with the deployment of one endeavor sprint rx drug-eluting stent to the proximal circumflex. Post-stent deployment residual stenosis was 0% with timi 3 flow in the treated lesions. Pt was discharged the day after the index procedure. Approximately 2 months after the index procedure, the pt was admitted and diagnosed with an acute inferior mi. Pt presented to the emergency room with complaints of chest discomfort. Pt was reported to be suffering from acs and was brought to the catheterization lab. In the opinion of the investigator, the event was severe in intensity, not related to the study drug, not related to the study device, and not related to the study procedure. A ptca procedure was performed to the proximal rca, no stents were deployed. The event resolved and the pt was discharged the following day in stable condition.

Manufacturer narrative:
(B)(4). Eval: results: (mi).